Manufacturer narrative:
. Investigation evaluation as reported, a 'bakri tamponade balloon catheters' balloon leaked while being tested, prior to an unspecified procedure. The procedure was completed with another same-like device. A customer provided picture appears to show a puncture in the balloon. The device did not make patient contact. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device(s) was/were also conducted. One, 'bakri tamponade balloon catheter' was returned for investigation. The device was leakage tested, and small pinprick tear in the balloon material was observed. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU [t_j-sosr_rev4; 'bakri postpartum balloon'] supplied with the device states the following in consideration of the reported failure mode: "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." The complaint was confirmed based on customer testimony and evaluation of the returned device. The returned device appeared to be damaged by another device of unknown origin. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a bakri tamponade balloon catheter's balloon leaked while being tested, prior to an unspecified procedure. The procedure was completed with another same-like device. A customer provided picture appears to show a puncture in the balloon. The device did not make patient contact. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Test was carried out before contact with patient and water leakage was found in the balloon. A new balloon was replaced immediately after the problem was found, which did not cause adverse effects on patient. Because the faulty product did not touch the patient, the hospital declined to provide additional information.